Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5076-52 lead implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that there was a gradual impedance increase over time to high levels, along with increased threshold over time to high levels. The rv (right ventricular) lead was capped and replaced. No patient complications have been reported as a result of this event.